Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and tortuous left superficial femoral artery. The 1.5mm x 20mm x 143cm sterling es balloon was used to dilate the lesion when it ruptured at 6 atms, during first inflation. The procedure was completed using a sterling es 2.0mm, a sterling 3.0-20, and a sterling sl 3.0-150 balloon. No patient complications were reported and the patient's status is good.